Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 8.8cm in diameter abdominal aortic aneurysm approximately one year ago. The iliac vessels have mild tortuosity. The aortic neck is angulated 52 degrees. It was reported that there was a stent graft occlusion in the right iliac. The patient had claudication in the right leg. Further intervention will be decided at a later time. No clinical sequelae were reported and the patient is fine. The investigator assessment states that the event is related to the study device; however, it is not related to the study procedure.

Manufacturer narrative:
(B)(4). Results: (arterial occlusion); (lack of information, unknown cause of occlusion). Conclusion: (lack of information, unknown cause of occlusion).